Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). The actual pump involved in the event was returned for evaluation. The pump has software version 686g030103. In a follow up call to the facility, the reporter confirmed that the incident occurred on (B)(6) 2012 and there were no adverse reactions as a result of the event. He was unable to provide any more information on the event. He provided the risk manager's contact number for further information. Multiple attempts made to the risk manager have not been successful. The pump was tested (B)(4). The test results were within specifications. The pump's operational log was reviewed. On (B)(6) 2012, a new vtbi (volume to be infused) was set to 100.5 ml at 10:44:02 am. At 10:44:03 am, the pump was started at a rate of 1 ml/hr. At 2:04:39 pm on (B)(6) 2012, a new rate was set at 2 ml/hr while the pump was infusing with 27.35 ml infused, or 100% of the expected volume. At 02:04:40 pm, the pump was stopped with 0 ml infused. Infused volume cannot be accurately calculated. Per the user manual, volumetrics accuracy of (B)(4) is only guaranteed for intervals of (B)(4). At 02:06:57 pm, the pump was started at a rate of 2 ml/hr and was stopped at 02:39:39 pm with 1.08 ml infused or 100% of expected volume. At 2:39:44 pm the piggyback, the secondary infusion was set with the new vtbi and rate of 100 ml and 100 ml/h respectively. At 2:39:54 pm, the piggyback was completed with 100 ml infused or 100% of expected volume for the piggyback, and the automatic turn over to primary infusion at a rate of 2 ml/h occurred. The pump was manually stopped at 6:29:50 pm with 5.67 ml infused or 100% of expected volume. The pump was then put into 'standby' for the rest of the day. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device MFR. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4). Reports rn entered room to check urine output and draw a potassium level on the patient. Noted an increase in urine output and checked the lasix bag (no other information on rate strength or hang time) noticed bag empty, drip chamber and line full of fluid. Patient did require additional fluid, albumin, and potassium through the night.